Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. The proximal portion of the trunk-ipsilateral leg component and the contralateral leg component were deployed with no issues. During the deployment of the remaining portion of the trunk-ipsilateral leg component (rlt231218j/13541833), the left internal iliac artery was unintentionally covered with the ipsilateral leg. It was reported that it was hard to identify the iliac bifurcation by angiography since the patient's internal iliac artery run posteriorly. The physician left the artery covered and elected to monitor the patient. The final angiography showed no sign of endoleak, and the patient tolerated the procedure.